Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was a seizure due to low blood glucose and no one was home. The caller stated that the customer had diabetes and diabetic ketoacidosis that may have led to the customer's passing. The customer¿s blood glucose was 127 mg/dl on the day the customer passed. The customer was not wearing the insulin pump at the time of death. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The insulin pump had been disconnected more than 48 hours prior to passing. The customer had been battling highs and lows and was put on manual injections. The customer was not using sensors at the time of passing. The caller declined to return the insulin pump for analysis. Frn-unk-rsvr, unomed set.